Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection was performed and the battery lock was found to have been bent. From the condition of the returned unit, the cause of the damage appeared to be due to wear and tear. The autopulse platform was powered on/off with multiple nimh batteries with no observed problems and run with a test mannequin for 30 minutes also with multiple nimh batteries, and no user advisories or warnings were observed. The reported issue of the platform not powering up could not be reproduced. The platform performed as intended. A review of the archive was performed which showed that no user advisories or warnings occurred on the reported event date. Based on the investigation, the part(s) identified for replacement was the battery lock. In summary, the reported complaint could not be confirmed. The platform was functionally tested with multiple fully charged nimh batteries, and the reported issue of the platform not powering on could not be reproduced. The platform functioned as intended. Following service, including replacement of the damaged battery lock, the device passed all test criteria.

Event description:
It was reported that the autopulse® platform does not power up at all. The customer attempted to use multiple fully charged nimh batteries, however the issue would not resolve. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Product in complaint was returned to zoll on 02/18/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.